Event description:
It was reported that stent damage occurred. A 38 x 3.50 promus premier drug-eluting stent was selected and advanced to treat the unspecified target vessel but was unable to cross despite several attempts. The device was then removed and it was found out that the middle part of the stent was lifted. The procedure was completed with a different device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.:the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).